Manufacturer narrative:
No patient involvement as malfunction was found internally by manufacturer. Affected lots are being recalled.

Event description:
Routine stability testing conducted on lot l008004 of the uni-gold recombigen hiv-1/2 test kit after real-time aging of three months indicated false-(B)(6) results. The uni-gold recombigen hiv-1/2 test kit is a singel us rapid immunoassay for the qualitative detection of antibodies to hiv-1 and/or hiv-2 in serum, plasma and whole blood. The kit is intended for use in point of care settings as an aid in the diagnosis of infection with hiv. No complaints or incidents have been communicated to the manufacturer in relation to this issue.